Manufacturer narrative:
(B)(4). Batch #: 446a88. Concomitant medical products: sr75 (lot # 490a87). During the visual analysis, the following was observed: the first, second, third and fourth photos shows a device from the no label side, with a reload loaded, the reload appears to be unfired, the device can be seen with the blue height selector position and with no apparent damage. The fifth photo shows a reload from the pan area inside of its opened packaging and the swing tab in the unlocked position. The sixth photo shows a reload from the top side with the swing tab in the unlocked position and the proximal 18 drivers up. The seventh and eight photos shows a sales unit with the packaging information such as 456a10 lot number of the ntlc75 device. The ninth photo shows the reload with the 18 drivers up along with a label with sr75 reload information, 490a87 lot number, 2026-09-30 expiration date. Please refer to the device analysis for full analysis details and conclusion. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device and a second reload (b) 477a17 present. The reload loaded was received with the proximal 1 driver up, the remaining drivers down with staples present and a swing tab in the locked position. The reload (b) was received with the proximal 17 drivers up, with the swing tab unlocked position and the knife not completely within the doghouse. Also, scratches were noted on the doghouse of the reload (b) and in the left gripping surface. The reload (b) was reset and the device was tested for functionality with both returned reloads. The device achieved its complete firing sequence without any difficulties. The staple lines and cut lines were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The swing tab in unlocked position and the damage on the cartridge is consistent with an improper loading technique. It is possible that the knife exposed noted on the reload is consistent with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please refer to instructions for use a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the unknown surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported.